Event description:
The account reported the right side rail is not staying up in the latched position. No patient injury reported.

Manufacturer narrative:
The technician found the side rail end tube is broken. Per the hill-rom service manual, it is necessary for stretchers to have an effective maintenance program. We recommend that you do annual preventative maintenance. Make sure the side rails are not bent or twisted. Make sure the latch mechanisms operate correctly. You must hear an audible click when the side rail is raised to the up position. Check for loose or missing hardware. Tighten, repair or replace as necessary. The technician replaced the side rail end tube to resolve the issue. Based on this information, no further action is required.